Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trend report. Technical services (ts) analyzed device data and found that the shock lead impedance was risen to greater than 200 ohms which was out of range. Ts discussed troubleshooting options. No adverse patient effects were reported. This rv lead remains in service.